Event description:
It was reported that a red battery alarm occurred on the power module. The site replaced the internal battery, but the alarms persisted. The power module was replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery light alarm on the power module was confirmed. Ppm-25002 was evaluated by the edc where the event was reproduced. The unit came in with an expired battery, damaged feet, and damaged vent bands. The system booted up as intended and gave a red battery and yellow wrench alarm. The battery, rubber feet, and rubber vent bands were replaced. Preventive maintenance was performed, and all tests were performed per procedure. The unit was returned to the rental pool. The root cause for the reported event was due to an expired internal battery. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Ppm-25002 was shipped to the customer on 23feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (rev. G) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.